Event description:
I purchased a home ovulation test kit and was getting false positive results - I showed my doctor photos of my test results and the test kit instructions and we discovered that the instructions were printed incorrectly. In the instructions (which contain many typos), the cap is shown held to the left when the control band is on the left. On the test stick itself, this is inverted - there is a very faint "c" and "t" printed on the test stick in the opposite direction of what is indicated in the printed instructions. I've attached a photo. Shamrock brands, llc - walgreens.